Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus could not be calibrated. It was unable to select and the cursor disappeared. The main board was replaced with salvage material from another device. The display had a nick and the cursor would not move from the nick. The display was replaced. The controller board was replaced with salvage from another device as a preventive. The software was reloaded and updated. The device then passed all console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of a programmer required a calibration repair. It was noted that an attempt was made to calibrate the stylus however it would still not touch the screen correctly. The device returned for servicing. There was no patient involvement.